Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the patient that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device were surgically explanted. Several attempts to obtain additional information at this time have been unsuccessful. Besides surgical intervention, no adverse patient effects were reported. Several attempts to obtain the electrode model/serial, the implant date, explant date and reason for surgical intervention have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.